Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be above specification. Further evaluation found the downstream sensor current reading with a fluid filled set loaded to be above specification. Further evaluation determined that the downstream pusher plate gap was too narrow. The elevated a signal level is the cause for the downstream occlusion alarms and with a false downstream occlusion present the pump will not auto-restart. The device was reworked.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message it was also reported there was no pt involvement.